Manufacturer narrative:
Section d4 primary UDI number has been updated. H6 code a0902 is no longer applicable to this report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 80-year-old male with postcardiotomy cardiogenic shock (pccs), pre-support clinical status consistent with scai shock stage e, was supported with an impella 5.5 device (sn (B)(6)) implanted via right surgical axillary arterial access on (B)(6) 2026 at 17:50. During support, nursing staff observed fluctuating purge pressure/purge flow trends without associated alarms. Review of the purge display demonstrated a sawtooth pattern with intermittent spikes. The purge cassette was replaced; however, the observed trends did not resolve, and the device continued to operate without alarms. While the patient was being transported for a CT scan, the console was unplugged from ac power, after which the console screen went black with illuminated soft keys and power indicator and a soft, continuous audible alarm tone was noted. The patient remained hemodynamically stable with unchanged vital signs. A new console was obtained and exchanged by facility staff; the device initially restarted appropriately but subsequently dropped to p-0. The surgeon elected to explant the device at the bedside on (B)(6) 2026 at 12:51, and the tip of the pump was sent for culture. The patient was reported to be stable post-explant. The pump and purge cassette are expected to be returned for analysis, and data download was required. The console will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.